Manufacturer narrative:
The centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Co has received reports of this problem at approx 0.33% defect rate. An "important product notification" has been issued by co warning the health care professionals to follow universal biohazard safety precautions. FDA and competent authorities outside the us have been notified. Co has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions. A follow-up notification has also been sent to user facilities regarding replacement of existing kit inventories for affected lots of xt 125 kits. In some cases, blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator.

Event description:
This case reported by a health care professional, concerns a male pt with a history of chronic skin graft versus host disease (gvhd). In 2006, at the end of drawing in cycle 1 of an extracorporeal photophereseis (ecp) treatment, the operator heard a loud noise coming from the centrifuge bowl (size xt 125 cc). The blood leak alarm was not triggered. Blood had leaked onto the outside of the instrument. The operator then stopped the therapy and noted that the base of the bowl had come apart at the bottom. The operator estimated blood loss to be 100 cc as no blood was re-infused back to the pt. Vital signs remained stable and no medical intervention was performed on the pt. The treatment schedule for this pt was 2 consecutive treatments every three weeks.